Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine (15 mg/ml at .5-2.5 mg/day) via an implantable in fusion pump. The indication for use was non-malignant pain. It was reported that the patient had a refill and the healthcare provider (hcp) adjusted the medication from 2.0-2.5 and the next morning he felt dizzy, nauseous and as if he would pass out. The caller stated that the patient was admitted to the hospital due and given narcan for overdose. It was noted that the medication was decreased from 2.5-2.0 but that wasn't enough so it was further decreased to .5. Per the caller the patient started to experience withdrawal symptoms some point after the final decrease. The pump was adjusted on (B)(6) 2019 and the drug was increased from .5-1.0; it was noted that the patient had still not recovered completely and was scared from the incident. No further complications have been reported as a result of this event.

Manufacturer narrative:
Further review of this file required changes to be made. If information is provided in the future, a supplemental report will be issued.